Manufacturer narrative:
The manufacturer previously received information from a customer that a trilogy ev300 device failed an active exhalation verification: s (+) p (+): pilot: difference test. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was evaluated by a philips service engineer. During the investigation, the engineer replaced the device¿s 3-way solenoid and proportional valve to correct the issue. Following the repair, the ventilator successfully passed all final functional and performance testing and was confirmed to be operating within specifications. The manufacturer received additional information that the proportional valve was evaluated at the manufacturer's product investigation lab. The technician was unable to confirm any issues with the proportional valve. The proportional valve was installed into an evo stb where it operated without issue for approximately 90 minutes. The stb with the proportional valve installed was connected to an evo mfts where the technician confirmed passing test results for the relevant test steps. The technician has determined that the suspect proportional valve functions as designed and operates as expected. The proportional valve was scrapped.

Event description:
The manufacturer received information from a customer that a trilogy ev300 device failed an active exhalation verification: s (+) p (+): pilot: difference test. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was evaluated by a philips service engineer. During the investigation, the engineer replaced the device¿s 3-way solenoid and proportional valve to correct the issue. Following the repair, the ventilator successfully passed all final functional and performance testing and was confirmed to be operating within specifications.